Event description:
It was reported that the tip of the lead could not be fully screwed out during an implant procedure. The lead was exchanged. The patient was stable post procedure.

Manufacturer narrative:
A complete lead was returned in one piece. The reported event of the tip of the electrode cannot be fully screwed out was confirmed. The helix could not be extended due to the helix clogged with dried blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Analysis was normal, no anomalies were found.